Manufacturer narrative:
Other text: device evaluation: one device was received inside a plastic bag without its original packaging. Visual inspection showed no damage or defects. Functional testing involved leak testing and showed a leak from the air vent filter. One possible, but unconfirmed, problem source was listed as the presence of surfactants. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that leakage was observed at the filter of a smiths medical cadd administration set. There was no reported adverse event.